Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia. The customer's blood glucose level was 576 mg/dl at the time of hospitalization. The customer was treated with manual and intravenous insulin for the high blood glucose. Customer was treated with the insulin drip in the hospitalization for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their health care professional regarding the high blood glucose. Based on customer¿s report customer did allege pump was under delivering. It was unknown that the customer was using auto mode or not. Troubleshooting were completed for the high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).